Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft was implanted in a patient for the endovascular treatment of a thoracic aortic ulcer. It was reported that during the index procedure it was very difficult to open the stent graft. It was reported the slider on the delivery system did not work and large force was used to open the stent graft. The suprarenal stents could not be opened with the release handle. As per the physician the cause of the event was due to the device. No additional clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
It was reported that a cta was performed and the graft is in an ideal position. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Aware date for last MDR submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: it was reported that the stent graft is currently in the desired place, fully open, but the 8 peak free flow configuration in not opened. It was also reported that the release button did not work and the free flow configuration could not be released. It was also reported that the physician managed to rip out the delivery system, but without opening the free flow configuration.(stents). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received reported that the bailout technique was used in order to complete the tip capture during retrieval of the device. Film evaluation summary: a CT/3d film report from 5 days post-implant was returned. The film showed a left-anterior oblique 3d reconstruction image of the entire length thoracic aorta. No scale was seen on the films; therefore, no stent graft or vessel measurements could be performed. No other viewing orientation of the thoracic, including no cross-section slices, were seen on the returned films. The image revealed that a single valiant had been implanted into the patient. The device had been implanted across the proximal portion of the aortic arch; the precise proximal graft margin location relative to the visceral vessels could not be determined as the lsa origin was not clearly identifiable in the image. Of note, mal-deployment of the stents (especially across the proximal portion) was identified, and it is possible that there was asymmetrical deployment of the proximal bare spring. The deployed stent graft proximal od was ~2x the od of the distally visualized stents and thoracic flow lumen. The deployed length of the implanted device also appeared much shorter than expected; no stents were clearly seen distal to the arch into the descending thoracic. However, it is unclear if th is was due to stent graft mal-deployment and resulting compression of the stents, and/or possibly due to incomplete visualization of the stents due to an imaging issue. A mal-deployment of the stent graft was confirmed; however, the exact cause of the reported deployment difficulties and incomplete opening of the proximal bare spring could not be determined from the single returned 3d image. CT¿s prior to implant and complete CT¿s post-deployment were not available for return. Images during implant and removal of the delivery system were also not provided; therefore, the reported events could not be assessed. Moderate calcification was seen along the outer curvature of the thoracic near the proximal end of the device. However, no clear anatomical characteristics were observed that could explain the reported event. It is possible that this was caused by a procedural, user, or unknown anatomical issue. A device issue cannot be ruled out as a potential cause. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the delivery system returned with the tip capture release handle opened. The taper tip was slightly curved. Flash was visible on a number of screw gear threads. The screw gear was slightly misaligned. There were no issues observed moving the tip capture release handle forward and back. No issue was noted when retracting and advancing the external slider. If information is provided in the future, a supplemental report will be issued.